Manufacturer narrative:
Two devices were returned to omsc for evaluation. There was no information about the order of the device use. This MDR is regarding the other of two devices. The evaluation confirmed that the coating of grasping section was partially missing. The ptfe pad was worn. There were scratches on the probe tip. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the error occurred when the user output the device contacting with something hard. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device already cautions; a) do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. B) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-00153.

Event description:
During an open abdominal surgery, the subject device was used. In the middle of use, probe damage error occurred. The user exchanged it with the 2nd device of tb-0520fc and continued the procedure. However, probe damage error occurred at the early stage from the beginning of use. The procedure was completed with another unknown device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the two devices for evaluation, omsc confirmed that the coating of grasping section of them was partially missing on (B)(6) 2016. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the other of two devices.